Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip opened while lock appears to be due the difficulty removing the lock line. A cause for the difficulty removing the lock line cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. It was noted dilated left atrium. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed without issue. However, when pulling the lock line during the deployment sequence, the clip opened while locked. The clip was re-closed; however the lock line could no longer be retracted, and the other end of the lock line was pulled. The lock line was removed and the clip was deployed. Although the clip is stable on both leaflets, a second clip was deployed to ensure the first clip remains stable on the leaflets. Two clips were implanted, reducing mr to 2-3. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.